Event description:
Caller reported a pixel issue on the pump display, which affected their ability to interact with the pump as the display was frozen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.